Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: an empty opened foil, a paper lid, a re-parked needle and a suture piece were returned for analysis. During the visual inspection of sample, the swage and attachment were noted to be as expected. The suture pieces were examined and the suture has begun the process of disintegration which caused breakage suture. Also, the foil was examined for visual inspection and showed multiples wrinkles and holes in cavity on the top and bottom foil package due to excessive manipulation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of suture breakage was caused by suture degradation exposure to environment.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and a suture was used. The needle and tie separated immediately when the surgeon tried to take the suture from the foil pack. Upon evaluation of the returned sample the foil was examined and showed multiple wrinkles and holes in cavity. It was found that the suture had begun the disintegration process causing suture breakage. There were no adverse patient consequences reported.